Manufacturer narrative:
The insulin pump passed most of the functional testing except the self-test due to radiofrequency failed self-test alarm faulty radiofrequency board. After replacing component and unit monitored for four hours and passed self-test. No more radiofrequency failed self-test alarm during self-test noted. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed failed self-test repeatedly. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.